Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article the current literature does not support robust conclusions about performance of bridging endografts of iliac branch devices due to the heterogeneity of the studies.

Event description:
Received an article titled "technical considerations and performance of bridging stent-grafts for iliac side branched devices based on a pooled analysis of single-center experiences. The article reported a literature review of single-center experiences designed to determine the performance of self-expanding vx balloon expandable bridging stent grafts used in iliac branch devices for the repair of iliac artery aneurysms between 2006 and march 2012. Per the article adverse events included: occlusion. Endoleaks. Dissection. Sexual dysfunction.